Event description:
Hold for rw 1.24 permobil ab received a report claiming while the end user was using their smartdrive mx2+ device, they reported attempting to disengage the drive motor via a tapping motion of the e2 smart watch, and the device continued to run, reporting to cause the end-user to maneuver into a vegetable stand. No serious injury was incurred as a result.

Manufacturer narrative:
Permobil ab received communication from the end user reporting an event where they attempted to disengage the drive on the smartdrive mx2+ drive unit via tapping motion of the e2 tic watch, but the unit continued to drive. The report claims the end-user impacted with their knees and received some pain to their lower back but did not seek medical intervention. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation, these actions will indicate a possible anr crash having occurred. The end-user reported not having any recollection if the app was in focus at the time of the event. The end-user stated they had received the letter notifying them of the update 2 days after the event occurrence but was not forthcoming as to the exact date the event occurred. Reports indicate the smartdrive device remains fully operational. If any new information is received, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specifications prior to distribution.